Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; there was a crack of adhesive on the bending section cover, the switch one had a cut, the universal cord coating had peeled off, the suction cover had deformation, the charged coupled device lens had a scratch, the light guide lens had a crack, the suction amount was out of specification due to the damage of suction cylinder, the waterproof failed due to the damage of suction cylinder, the water aspiration amount was out of specification due to the deformation of the nozzle, and the angulation malfunctioned in the up direction due to the worn angle-wire. The customer could not identify the foreign material. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air, water and detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the gastrointestinal videoscope channel was blocked. The issue occurred during preparation for use in a diagnostic procedure. There were no reports of patient harm and there was no delay in the procedure. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: e2, e3, and g2 (added health care professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause of the foreign material came out of distal end due to clogging of biopsy channel cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.